Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/18/2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage with moisture) issue. The customer alleged that the audio bolus button was torn/punctured and under responsive to user presses. The customer also stated that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: during investigation, the audio bolus button cover and slug were found detached and missing. There was moisture corrosion found on the display screen inside the pump. A leak test failed due to a bolus button leak and a battery compartment leak. The pump powered up with auditory and no vibration to a blank screen. The pump¿s cover was removed and there was further moisture corrosion found to the printed circuit board and other internal components. The pump was able to power up to the verification screen with a test display screen. Unrelated to the original complaint, the battery compartment was observed to be cracked.